Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked, the top of the battery cap was worn and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The battery cap threads were stripped and the top was worn. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A new test battery cap was able to fit to maintain an electrical connection. A test battery cap was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The pump cover was removed to find evidence of internal moisture was found on the printed circuit board.